Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports that they are unable to place uvc because it is migrating towards portal vein and liver. The customer reports the uvc was inserted and coiled on itself without even advancing on x ray. The uvc seemed to have different consistency than normal. The customer further reported that the uvc was not difficult to handle during insertion. The uvc was placed (B)(6) 2012 and was inserted in the umbilical artery. The uvc was not difficult to secure and was sutured in and an umbilical catheter anchor was used. The line was flushed on a regular basis with heparinized saline. The uvc was removed on (B)(6) 2012 and replaced with another uvc. The customer reports there were no issues with the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.